Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. After the device had fired there was bleeding from the staple line. The case was completed using clips. No patient injury.